Event description:
It was reported that during an esophageal stenting treatment procedure, deployment difficulties occurred. An 18x12 ultraflex covered ng esophageal stent had been selected and advanced to treat an unspecified esophageal stricture. The physician attempted to deploy the device, but the device did not fully deploy. The physician pulled on the suture again with "a lot of power" and was able to get the stent to deploy 2-3cm before the suture failed to facilitate complete deployment. The physician continued to attempt to deploy the device for 30 minutes before the stent was considered to be fully deployed. Once deployed, the stent was no longer in its intended location. The physician used forceps to pull the 18x12 ultraflex covered ng esophageal stent into the optimal position. The stent is considered to be functioning "ok". There were no additional patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.